Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter was prompting an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the error message ¿strip fill problem¿ appeared 15-16 times when he tested his blood glucose level at 7am on (B)(6) 2016. The patient manages his diabetes with insulin which he self-adjusts. He was unable or unwilling to say whether he made any changes to his usual diabetes management routine as a result of the alleged issue. He reported that 2-5 minutes after obtaining the alleged error messages, he developed symptoms of ¿dizziness.¿ he reported that he self-treated his symptoms with a glass of cola. He also reported that he checked his blood glucose level using another, unspecified, meter and the result was ¿normal.¿ at the time of troubleshooting, the csr noted that the patient did not have testing supplies available to walk through a retest and the issue remained unresolved. Based on the information provided, there is no indication the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.